Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Device was monitored for 3 days. No blank display noted. No unexpected clicking noise anomaly noted during bolus delivery. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. No insulin odor noted in the reservoir compartment. Device had scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. During visual inspection, no moisture damage noted on the electronic assembly or on the motor. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized in emergency room due to diabetes ketoacidosis on (B)(6) 2020. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that something was wrong with the insulin pump, mentioned blood glucose were over 600 mg/dl within the last 2 days. Customer mentioned the hospital thought it was the insulin pump. Customer went to bed with blood glucose of 168 mg/dl and then got up and was over 600 mg/dl and stated that day changed the infusion set and never went under 400 mg/dl and blood glucose went over 600 mg/dl. Customer stated before she went to the hospital, she took 12 units of insulin but it was still not working. Customer mentioned the time before she had issues with the insulin pump and thought it was the vial, it smelt like insulin also mentioned crack because there was an issue with that. Customer also mentioned when it was giving her insulin, she was heard a clicking noise. Customer was treated with insulin drip, intravenous fluids and waited until her blood glucose was 255 mg/dl and was sent home. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.